Manufacturer narrative:
The customer's test strips were returned for investigation. These were tested with a retention meter, battery, and controls. Control ranges: level 1: 1.7 - 3.3 mmol/l; level 2: 14.5 - 19.6 mmol/l. Results: level 1: 2.9 mmol/l, 2.8 mmol/l, 2.8 mmol/l; level 2: 16.3 mmol/l, 16.2 mmol/l, 15.8 mmol/l. All returned results are within acceptable range. No information was provided regarding the neonate patient's stress, blood flow to the site, tube/technique used by the laboratory or nurse, or condition of the patient at the time of comparison. All of these factors could have affected the accuracy of the results obtained.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous glucose results for one child patient and a other random patient tested with accu-chek inform ii meter serial number (B)(4). A sample from the child patient was tested on an abl analyzer and the glucose result was 2.2 mmol/l. Another sample collected at the same time was tested on meter serial number (B)(4) and the result was 4.1 mmol/l. Later the same morning, a heelstick sample from the same child patient was tested on meter serial number (B)(4) with test strip lot 475272 and the result was 6.4 mmol/l. From the same heelstick, a second sample was tested on another accu-chek inform ii meter with test strip lot 476088, resulting as 4.1 mmol/l. A third sample from the same heelstick was tested on an abl analyzer, resulting as 3.8 mmol/l. Upon further investigation by the customer,they believed test strip lot number 475272 gave higher patient results. The customer tests quality controls weekly and controls tested on the meter on (B)(6) 2017 with test strip lot 475272 were higher when compared to control recovery with test strip lot number 476088, but were within range. A sample from a second patient (selected randomly) was tested on meter serial number (B)(4) at 15:37 using test strip lot 476088, resulting as 4.3 mmol/l. A sample from the second patient was tested on meter serial number (B)(4) at 15:39 using test strip lot 476088, resulting as 4.3 mmol/l. A sample from the second patient was tested on meter serial number (B)(4) at 15:42 using test strip lot 475272, resulting as 5.7 mmol/l. A sample from the second patient was tested on meter serial number (B)(4) at 15:43 using test strip lot 475272, resulting as 5.9 mmol/l. No adverse events were alleged to have occurred. The customer's product was requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.